Event description:
It was reported that following a percutaneous coronary intervention (pci), an 8f angio-seal evolution was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with no calcification. The patient received dialysis post deployment of the angio-seal. Around 11 pm that evening, the puncture site was found to be elevated, and a 5cm pseudoaneurysm was revealed. Manual compression was applied and the patient was discharged from the hospital the next day. The physician was in the training process for angio-seal evolution.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.